Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022 . Batch #unk. Additional information was requested and the following information was received: how was the product purchased? Product was purchased by doctor from unknown source. Is there an indication of how the product was distributed? Distributed by unknown sellers communicating through social media with doctors. Is there any indication of the source? Most probably counterfeited. Based on the packaging, is there any indication of which market the original genuine product may have come from? No indication and the photos of the products are attached with the complain. Was the device used on a patient? If so, was there any patient consequence? Yes, the reloads are implemented on the patient with no patient consequences reported. Is a photo available of the product? Attached with the complain. ¿ is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. No, they are implemented in the patient how many devices are suspected to be counterfeit? As mentioned in the complaint but there are much more products from the same source could be used by doctor investigation summary this is an analysis of a photo submitted to for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b, lot # t41u54, exp. Date: 2025-12-31. The t41u54 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. The counterfeit product is confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.